Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025, their blood glucose (bg) was high at 400 mg/dl, so they repeatedly announced meals overnight in an attempt to lower it. Later, they checked their device and discovered that the insulin cartridge had become loose and was partially dislodged from the ilet insulin chamber. The user forced the cartridge back into the device while still connected, resulting in an unintended insulin delivery. The user experienced dizziness, shakiness, and sweating. Their bg levels dropped to 35 mg/dl. The user treated the low with juice boxes and glucose nasal spray. Emergency services (ems) was called but did not provide any treatment or assistance. The user's partner provided help as the user was not feeling well. The user did not test for ketones. No long-term health effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.